Event description:
New information notes that the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the operating room for a change out due to normal eri, external conductors were observed via fluoroscopy. No electrical anomalies were detected. The patient's health status had improved, thus it was decided not to proceed with the change our or any lead revision. Patient will continue to be monitored.